Event description:
It was reported that during a da vinci-assisted surgical procedure using a davinci system, the customer informed the technical support engineer (tse) that a force bipolar instrument could not be removed from the universal surgical manipulator (usm) 1. The tse advised the customer to pull the instrument a little harder or to remove it along with the cannula. The customer successfully resolved the issue by removing the entire cannula, and the system functioned properly afterward. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was resumed using a fenestrated bipolar since there were no force bipolar instruments available in the hospital¿s inventory. Ultimately, due to the large size of the uterus, it was determined that continuation of the surgery with the da vinci system was not feasible, and the procedure was converted to traditional laparoscopic surgery, after which the operation was completed. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm force bipolar instrument was analyzed, and the findings did not replicate or confirm the customer reported event. A thorough inspection revealed no signs of damage to the grips, conductor wires, or grip/pitch cables, and all components were properly positioned with no missing parts. Furthermore, the instrument passed all recognized functional tests, including engagement, range of motion, grip functionality, energy delivery, and electrical continuity. The instrument was found to be fully operational, and no product issue was identified. Advanced technical review of video provided was performed by post market clinical development engineer (results): the cde confirms that there was a dislodged component of the instrument clevis that was visible. The video review confirmed a collision between the prograsp forceps instrument and the force bipolar instrument. After the collision, the cde observed the damaged component for the force bipolar instrument for the first time. The instrument contributed to the observed damage. The damage to the force bipolar instrument likely contributed to the difficult removing the instrument from the cannula as well. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer and from the angles in the pictures, the grip tang did not appear to be dislodged on the force bipolar instrument. Additionally, there was no significant damage to the distal end that would cause the instrument to be hard to remove from the cannula.